Event description:
Novacor (left ventricular assisted device) implant malfunction caused by extreme traction on equipment. Troubleshooting of equipment performed by charging batteries, pins checked and reconnected, cables changed. Novacor cable held in precise orientation to enable good connection. Staff on call. Pharm d novacor rep responded. Continued to manually hold cable in place (novacor). Based on inability was to repair novacor cable, decision was made to replace device (2nd surgery).